Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/1.5/106 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023 as a replacement lens to address low vault but it did not resolve the problem. The reporter states that the arch height is still very low.